Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 16 days after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. The implant came out of mouth at home before the appointment. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention. The x-ray was provided.